Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested and but not received to date. The MFR internal ref number is: (B)(4).

Event description:
A doctor of ophthalmology reported two cases of central haze which looked like phimosis or calcification after surgery. An anterior yag treatment may be performed to improve this. Another physician suggested it probably concerns a case of calcification (with regard to lower vision), no phimosis (since center optic remains clear with that) or whitening intraocular lens (iol). Add'l info has been requested but not received to date.

Event description:
Add'l info provided by a doctor who informed the event was not resolved. No medication, medical intervention or hospitalization were required to treat the event. Per the surgeon, the device caused or contributed to the event. The affected eye was the right one.

Manufacturer narrative:
A necessary correction was identified regarding event details. Information provided in supplemental MDR filed under manufacturer report number 9612169-2015-00550 did not belong to this case and the manufacturer report number was incorrect. The manufacturer report number has been corrected in this report to 1119421-2015-06467. This report number corresponds to two unidentified patients. The applicable fields have been corrected.

Event description:
A doctor of ophthalmology reported two cases of central haze which looked like phimosis or calcification after intraocular lens (iol) implant surgery. An anterior yag was under consideration. A second opinion was requested, which suggested the issue was calcification or iol whitening instead of phimosis, due to the center of the optic being clear. Lower vision was reported. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation.